Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Results: device was received for evaluation and investigation, and testing is currently being performed. Conclusions: a follow-up report will be filed when investigation has been completed.

Event description:
(Drug/diluent: unknown). (Fill volume: unknown and flow rate: unknown). (Procedure: unknown and cathplace: unknown). Flow rate too high. Germany tested product. Pump was refilled to nominal volume of 400 ml and set to 5 ml/hr. Afterwards, sample was checked and reported that the flow rate was 9.2 ml/hr. No adverse event reported. Date of event: (B)(6) 2011. Per dfu: nominal fill volume: 400 ml. Maximum fill volume: 550 ml. Saf flow rate: 2, 4, 6, 8, 10, 12, 14 ml/hr. Delivery accuracy: when filled to nominal volume, flow accuracy is +/- 20% of the labeled flow rate when infusion is stated 0-8 hours after fill and delivering normal saline as the diluent at 22c, 72f.